Manufacturer narrative:
On (B)(6) 2019 immucor technical support used a remote electronic connection method to transfer camera images, event logs and result batches for the issue described. Review of the event log showed no errors during testing and review of the rois show that they are not misaligned. Review of the plate showed that donor c055619628551 was graded as negative (visually, wells a01 and b01 appear negative, with no red cell adherence). On (B)(6) 2019 an immucor field service engineer examined the instrument at the customer site. The instrument was found to be within specifications. The fse completed the unexpected reactions checklist. Kell qc and samples ran okay, but the sample in question was too old to be repeated. Unable to rule out the sample as the cause of the unexpected negative result. The immucor internal record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported an unexpected negative for a phenotyping assay on the galileo neo instrument.